Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon experienced three 511sd trocars with torn outer seals. One appeared to be torn before it was inserted into the pt. The defective trocars were replaced and the case was completed uneventfully. The or time was extended approx thirty to thirty five mins.